Manufacturer narrative:
The lot complaint history was reviewed, this is the eighth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. Upon visual inspection the aspiration tubing was detached from the cassette. Microscopic examination identified a low amount of residual adhesive on the tubing. The root cause of the customer's complaint is related to a manufacturing error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration did not work during a procedure. The pak was replaced and the procedure completed with no patient harm.